Event description:
It was reported that during set up prior to a procedure the o-ring was missing. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.

Event description:
It was reported that during set up prior to a procedure the o-ring was missing. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.